Event description:
It was reported via clinical trial that a patient experienced moderate thrombosis resulting in hopsitalization and surgery. The patient chose to abdandon the site access and undergo implantation of a long-term catheter. The event is considered resolved, possible device related, not procedure related or target related.

Manufacturer narrative:
The investigation is ongoing. If additional reportable information becomes available, it will be submitted in a supplemental report.